Event description:
A consumer called to report that he is seeing several concentric rings around light sources following intraocular lens implant surgery. He finds these visual disturbances are distracting. Follow-up was conducted with the implanting surgeon. The pt has had an excellent visual outcome following surgery. He has gone from an uncorrected va os of 20/200 to and uncorrected va os of 20/25 distance and near j1.